Event description:
It was reported that they cooled their patient with arctic sun device, but the patient got too cold. Now they were trying to warm the patient back up. They tried three different probes (bladder, rectal and esophageal). They all read relatively the same. The water temperature had increased, but the patient's temperature continued to drop. The nurse just wants to confirm they were not missing anything device related and they should look into patient factors. The target temperature was 36.5c. Patient temperature was 35.3c. Water temperature was 40c. Flow rate was 3lpm. They checked pad placement and it seems fine. Confirmed patient was not on crrt. Confirmed the device was responding appropriately, and they should look into patient factors. Asked nurse to perform diligent skin checks. Advised they could add a bair hugger, blankets, and/or cover the heads, hands and feet. Rewarming in normothermia. Nurse states they were having trouble rewarming the patient over the last couple of days. Patient has been on therapy since saturday and met target temperature yesterday at 8pm and then dropped below. Met target temperature again around 4am, but patient temperature had dropped again, and device did not appear to be warming up the patient. The patient temperature was 35.2c, target temperature was 37c, water temperature was 15.5c, flow rate was 0.5c per hr. The system diagnostics were as follow: outlet monitor temperature 14.6c, outlet control temperature 14.6c, inlet temperature 15.8c, chiller temperature 5.8c, water flow rate 2.7 lpm, inlet pressure negative 7psi, circulation pump command 68 percentage, mixing pump command 79 percentage, heater 0, water reservoir level 5, system hours 257.8, pump hours 185.6. Walked through swapping over to rewarming in hypothermia. Rewarm from 35.2c at 0.5c per hr to target temperature was 36.8c. Water reservoir level was 2.2 lpm. Called back 30 minutes later; patient temperature increased to 35.7c and water temperature was 28.2c. 0.5c increase in patient temperature in 30 minutes. Encouraged them to continue to monitor and call back if patient temperature decreases or device did not appear to be rewarming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.